Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer blood glucose level was 139 mg/dl at the time of incident. The customer was able to clear the alarm and they were unable to complete the insulin pump. The customer stated that the drive support cap appears normal. Customer was advised to insulin pump will need to be replaced and to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).